Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Previously filed MDR # is a duplicate of MDR # 3006575795-2025-00006. Refer to 3006575795-2025-00006 for event details. Reference to complaint #: (B)(4).

Manufacturer narrative:
During routine preventive maintenance (pm), the infusion pump failed 30 psi occlusion test at 18psi. A review of the device's serial number history identified one similar complaint (B)(4). The failure mode is confirmed; root cause is the device was out of calibration. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
During routine preventive maintenance (pm), the infusion pump failed 30 psi occlusion test at 18psi. There was no patient involvement.